Manufacturer narrative:
The product was discarded and no lot or order number was provided. The complaint was unable to be verified. A review of the product history of this component did not indicate a manufacturing deviation that could cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The doctor indicated that the abutment screw fractured post restoration.